Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet system, which were temporarily addressed by dismissing the alert, resuming delivery, and pushing insulin through the tubing, with additional alerts later prompting supply changes; the problem was characterized as obstruction of flow associated with the connector/coupler, and replacement connectors and insets were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.